Event description:
It was reported that during a uterine suspension vaginal procedure using a capio slim, the dart came of string and fell onto floor. No patient complication was reported.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of dart detachment.